Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a4, b3, b7. Corrected information: a2. Additional information was requested, and the following was obtained: I note that on rereading my account of this incident that I wrote the ulcers developed on the volar aspect when in fact it was on the dorsal aspect of the right forearm. In response to your questions: 1.the hand surgeon wrote to me saying that monocryl and vicryl were used in both procedures, namely (B)(6) 2021 and (B)(6) 2023. 2. I do not know why the first procedure in (B)(6) 2021 failed. The patient told me it would have a likelihood of success of 70% and initially seemed to go well but after about 6 months the patient¿s pain at the wrist increased which I interpreted as the lunate bone graft failing. Not suture related ¿ did not create addition ips 3. There does not seem to be any evidence that the suture materials monocryl or vicryl have contributed to or caused the failure of the first operation and there was no skin ulceration on that occasion but then sensitisation of the immune system may only have started at that time and not fully developed until the second occasion. 4. The patient is male and was 37 years old at the time of the (B)(6) 2023 procedure and weighed around 104kg with a bmi of 29. 5.the right wrist fusion was undertaken on the (B)(6) 2023. I do not know the time. 6. The right wrist fusion was undertaken because of the considerable pain experienced by the patient with any wrist movement or any use of the right hand. 7. I understand the vicryl sutures were used on the fascia and tied in interrupted knots and the monocryl was used on the overlying skin. 8. I do not know the tissue condition but could pass these questions on to the surgeon. I would guess that it was in good condition given the patients general physical health was good although he did appear to have signs of a right wrist and forearm complex regional pain syndrome which is not thought to be related to the sutures. 9. I do not know the exact suture technique used for each fibre. 10. After recovering from the surgery and with the operation wound on the dorsum of the right forearm having healed well, the patient noted in early (B)(6) 2024 that at either end of the scar line two small ulcers developed. Subsequently a total of 12 ulcers developed along the scar line separated by about 1-2 cm. These ulcers enlarged until they became confluent and there was a large erosion by (B)(6) 2024 about 2cm wide and about 15cm long. This ulceration persists to the current time. 11. The patient¿s ulcers were treated initially with antibiotics although subsequent swabs were negative for any infection on multiple occasions. A biopsy showed signs of dermatitis. An antihistamine and steroid creams were applied followed by a course of prednisolone at 37.5 mg for several weeks and leukotriene inhibitor montelukast was instituted with nizatidine and an antihistamine without any improvement in the size of the erosion. Zinc dressing were soothing but did not result in healing or re-epithelialisation of the erosion. 12. The surgeon did not mention any problems with the suture material but did state that the vicryl sutures were interrupted and were deeper (possibly at 1-2cm intervals) and hence could account for the evenly spaced ulcers along the scar line. 13. The patient mainly experienced pain from the ulceration although the initial fusion seems to have gone well. 14. I do not know what pre-operative cleaning agents were used but I think that they would be unlikely to have caused this problem unless they adversely affected the suture material. 15. The patient has no prior known allergies. 16. No allergy or patch testing has been performed so far. Given that the absorbable sutures have likely completely resorbed by now, it is planned for metal allergy testing to be undertaken. 17. It was hypothesised that the patient could be allergic to the sutures as he has been exposed to them previously and the series of ulcers along the suture line may have aligned with the interrupted deep vicryl sutures which are reported to have a half life of three weeks. 18. It is not clear what has caused the patient¿s erosion on the dorsum of the right forearm aligned exactly along the scar line and either side of it but the suture material was one possibility. Possibly the metal brackets placed with screws could also be a cause of this problem where the ulcers developed initially over the screws where presumably the concentration of metal ions would be higher. Allergy testing for metals is being planned especially as the ulcers still have not healed. 19. There are photos of the ulceration from the beginning to the current large erosion which is ongoing to date which are in the possession of the patient. 20. I do not know the product serial numbers but could ask the surgeon if he is able to provide this information. At this stage, I will await the results of the metal allergy testing and the dermatology opinion. 21. The product will definitely not be returned as it is likely resorbed unless somehow it has undergone a transformation that has caused it to persist longer than usual.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following questions pertain to the (B)(6) 2021 procedure: were both monocryl and vicryl sutures used in the (B)(6) 2021 procedure? If no, please explain. Why did the procedure in (B)(6) 2021 not succeed? Please explain. Did the monocryl suture and/or vicryl suture contribute to the (B)(6) 2021 procedure not succeeding? If yes, please explain. Did the monocryl suture or vicryl suture caused and/or contributed to the patient¿s post-operative complications from the (B)(6) 2021 procedure? The following questions pertain to the (B)(6) 2023 procedure: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Which suture was not absorbed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Was patch testing performed? If so, please describe with results. How was it determined that the patient was allergic to the sutures? Please provide details. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number of the monocryl suture? Product code and lot number of the vicryl suture? Are there any photos available? Will the product be returned? If so, please provide the return date and tracking information. Note: related events reported via: 2210968-2024-05304.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that prior to this procedure, the patient suffered a fractured lunate and then kienbock's disease in (B)(6) 2021. The patient had underwent a distal radial shortening and vascularized bone graft to the lunate in (B)(6) 2021 and then, when this operation did not succeed, a right wrist fusion on (B)(6) 2023. In early (B)(6) 2024, after the successful right wrist fusion, the patient developed two ulcers at either end of the suture line on the volar aspect of the right forearm and subsequently developed skin ulcers every 1-2 cm until by the end of february he had twelve ulcers that subsequently became confluent. Ultrasound showed oedema just below the skin on two occasions. Blood tests showed no inflammation, swabs were negative for infection and there was no response to antibiotics, prednisolone and corticosteroid creams. The surgeon placed deeper suture ties every few centimeters during that surgery on (B)(6) 2023. It appeared that the patient developed an immune reaction to the slowly dissolving suture which he had been exposed to previously. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the metal allergy testing is underway and I do not yet know the result.